Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve function(side piercing/leakage) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function(side piercing/leakage). Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported that blood pooled in the hub and the cannula was piecing through the side of the sleeve. Began collection on patient. As staff was switching tubes blood started to pool in the hub. Staff quickly finished the collection, activated safety needle clip and dripped blood over the bed rail and floor. Staff noticed that the double ended needle had pierced the sheath instead of pushing back to expose the needle that pierces the tube. Safely discarded sharp and asked nurse to spray some wipes with oxivir.